Event description:
An aortic connector was used to facilitate circulation of a "t" graft. Three months postoperatively, reoperation was performed for proximal occlusion of the graft. The anastomosis was then completed with sutures. It was reported an angiogram would be forwarded.